Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device found no evidence that would result in infusion site swelling; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin inflammation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 23. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient's mother reported that her son's blood glucose reached between 146 to around 500 mg/dl after wearing the pod longer than 48 hours on the leg. Upon inspection it was noticed that the patient's site was inflamed at the insertion site and that they had to seek medical assistance. At the doctor's office, he received unction for the inflamed insertion site. Hyperglycemia treated by patient activating new pod.